Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue; a cracked battery compartment. There is no indication the alleged product issue caused or contributed to an adverse event.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 16-may-2019 with the following findings: on investigation, the battery compartment was confirmed to be cracked. Investigation duplicated the complaint. The device would not power on due moisture ingress into the pump at the site of the battery compartment crack.